Event description:
Microchip failure, required generator change out. Unable to obtain telemetry data; unable to successfully interrogate device. Generator removed, new device installed. Problem identified during routine follow up visit.